Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks. The shocks stopped when a magnet was placed over the device at hospital. The lead was capped and replaced.